Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit only runs on battery, even when its plugged in. Not working on ac. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found that console was not properly seated in cart, causing unit to not be able to function on ac power. The fse properly reseated console and notified customer and demonstrated how to properly seat console. The fse performed functional check and safety test.